Event description:
It was reported that the pt's wire on the right side came loose. The external device was still working, as the pt was able to make adjustments. Of note, the pt had a cystoscopy the same day the trial was started and the pt was bleeding from the penis. Additional info was requested.

Manufacturer narrative:
(B)(4).